Event description:
The customer called to report his dissatisfaction with the sensor and transmitter. The customer stated that he nearly died in the past three months due to inaccurate sensor glucose readings. The customer also experienced three seizures. The customer stated that the sensor glucose readings would be 400 mg/dl, but his actual blood glucose levels were 40 mg/dl or lower. (B) (6). Troubleshooting was performed, and the customer was advised that he may be having a problem with the transmitter. Offered to send a replacement transmitter, as well as replacement sensors for his troubles. The customer agreed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.